Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs pt meter serial number (B)(4). The patient was tested on the meter three times. At 12:52 p.m, the result was 6.8 inr. A second test at 1:00 p.m gave a result of 7.1 inr. A third test performed at 1:07 p.m. Gave a result of 4.2 inr. There were no changes in the patient's dosage and no treatments were provided to the patient. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The customer was unsure if the patient is anemic, suffers from antiphospholipid antibodies, is on heparin therapy, or is taking direct thrombin inhibitors. The patient has had no new medication, no additional illnesses, and no diet changes. Replacement product was sent to the customer. Relevant retention test strips (lot 124155-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer's meter and test strips were provided for investigation. The returned meter was measured with customer test strips in comparison to a retention meter and master lot test strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 47%, donor 2 hct: 44%. Testing results: donor #1: master lot: 2.9 inr, customer meter and customer strips: 2.9 inr. Donor #2: master lot: 2.7 inr, customer meter and customer strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.